Manufacturer narrative:
The device was evaluated at the facility by a manufacturer representative. The system passed all specifications. The system has been used since the reported event with no issues.

Event description:
It was reported that toward the end of an image guided sinus surgery, the navigation system gave an error and shut down. The system was able to be restarted, but the surgeon made the decision to abort the remainder of the procedure.